Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's screen is damaged and no clinical information could be seen. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Investigation conclused observed imact damage (shattered at point of impact on screen) is consistant with mis-handling. The device was recertified and returned to the customer. This report has been attributed to mis-handling of the device by the end user. Analysis of reports of this type has not identified an increase in trend.